Event description:
The customer reported that the sys kept shutting down without command during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. However, as a precautionary measure, all circuit boards were reseated.